Manufacturer narrative:
(B)(4).

Event description:
The patient reported through a manufacturer representative that their therapy was ineffective during normal use of their device. It was stated that 5 of the 8 lead "plots" were "unusual" and "didn't work anymore." Impedance testing was performed during a revision procedure in the operating room and it was determined that "5 values were off 10000" ohms and that "3 were still ok" at that time. Though it was attempted to program around the "unusual plots," it was noted this was "without success." The cause of the issue was not determined and further diagnostics/troubleshooting were not performed. There were no actions or interventions planned and the issue remained unresolved as of (B)(6) 2016. The patient's therapy remained "not effective" as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.